Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose dropped to 45 mg/dl due to bolusing after her meals. The patient treated with food. She mentioned that she has had hypoglycemic incidents for the past two weeks. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The type of insulin in the insulin pump was correct. The device programming was accurate as well. The reservoir has the same amount of insulin as shown on the status screen. The device was not worn during a medical procedure, MRI, or strong magnetic field. A self test was performed and the device passed. The customer was advised to monitor her insulin pump and blood glucose values. No products were returned or replaced.